Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin properly. The customer blood glucose level was 465 mg/dl at the time of incident and the current blood glucose level was 161 mg/dl. Customer states they disconnected insulin pump. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because of high values. Customer states the drive support cap appears normal. Customer states they had 8.8 units because customer did not do the filling of the tube normally but with filling cannula. Customer was able to perform high pressure test at that time. Customer states they perform high pressure test and it passed. Customer states the displacement test was passed. Customer states the self-test was passed. The device will not be returned for analysis.